Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred the lesion being treated was located in the moderately calcified left anterior descending (lad) artery. The lesion was predilated with an unknown balloon. The physician attempted many times to place a 3.00x24mm taxus liberte stent, but was unable to cross the lesion. Upon withdrawal, the stent was found to be ¿unsmooth in strut¿. Dilatation was performed again and the procedure was completed with an unknown stent. No patient complications were reported and the patient¿s status is good.

Manufacturer narrative:
Device evaluated by manufacturer - a visual and microscopic examination identified proximal stent damage. Row 1 at the proximal end of the stent was raised distally to the stent. The device was returned with a mandrel stuck inside due to the presence of solidified blood within the entire length of the inflation lumen, therefore indicating the device had been used in vivo. The mandrel was removed with moderate force. The tip and balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred the lesion being treated was located in the moderately calcified left anterior descending (lad) artery. The lesion was predilated with an unknown balloon. The physician attempted many times to place a 3.00x24mm taxus liberte stent, but was unable to cross the lesion. Upon withdrawal, the stent was found to be 'unsmooth in strut'. Dilatation was performed again and the procedure was completed with an unknown stent. No patient complications were reported and the patient's status is good.